Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited failure to sense and failure to capture. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. Final analysis found that as received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual x-ray inspection of the lead did not find any anomalies.